Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the charged coupled device (ccd)unit was damaged due to physical stress applied to the insertion part during handling by the user. However, a definitive root cause could not be established. The event can be detected by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic image" the user may be able to reduce/prevent the occurrence of the event by handling the device in accordance with the instructions for use which states "-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was not confirmed. The device evaluation found the connecting tube had a dent and damage on the charged coupled device unit and image sensor was causing a noisy image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope had no image during setup. The issue was found during receipt inspection. There were no reports of patient harm.